Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no display ramping on its own. There was no trace of moisture at the electronic and motor assemblies. The pump had operating currents within specifications. There was no unexpected battery out limit alarms. The pump had scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 90 mg/dl at the time of incident. The customer's mother stated that it was pouring and the pump stopped working. She called back and stated that the pump may have gotten wet while umpiring in the rain. The pump alarmed battery out limit after they replaced the battery. She was advised to discontinue use of the device and revert to a back-up plan. She was advised that the device would be replaced. The insulin pump was returned for analysis.